Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the IV was inserted, and the needle was retracted into the chamber, blood started leaking at the connection between the chamber and the tip of the IV catheter. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: 6/10/2025. One used needle guard assembly was received without catheter assembly and sheath, and with blister top stock for analysis. The used sample was visually evaluated for potential nonconformances. There was no evidence of blood pooling into the guard and nose components and no cannula o.d. Or nose i.d. Gaping noted that could potentially result in the reported leakage. Dried blood residue was identified in the flashback chamber and showed normal evidence of flash. Without the catheter assembly for the returned sample to evaluate for potential valve functionality issues, the complaint cannot be confirmed as the result of a manufacturing nonconformance.